Event description:
International customer reported that the device tore three days following initial activation of the device. The reservoir was removed from service and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 08/21/2008. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.